Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low pacing impedance. The lead remains in use and the patient is being monitored. No patient complications have been reported as a result of this event.